Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator, the sets crew came out of the header. The device was replaced, and the patient tolerated the procedure well.